Event description:
Customer called to report that the insulin pump excessively alarmed no delivery during the bolus procedure. Customer's blood glucose levels ranged from 195-390 mg/dl. Insulin finally exited from tubing with manual plunger push. Advised customer to rewind the pump, reinsert reservoir into the pump, and run manual prime to at least 5 units. Advised customer that the insulin pump is working as designed. Replacement product is being sent.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.